Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Same case as MDR ID: 2134265-2016-10868. It was reported that a rotalink plus burr became stuck on a rotawire. The target lesion was located in the very calcified circumflex artery. A 1.25mm rotalink plus and a rotawire were selected to treat the target lesion. During the procedure, upon withdrawal of the burr in dynaglide mode, it was noted that the burr was stuck on the rotawire. The burr and wire were removed from the patient together. The procedure was completed with another of the same rotawire and a 1.50mm burr. No patient complications were reported and the patient's status was fine..

Manufacturer narrative:
Device evaluated by MFR: the device was returned loaded in the rotalink. The guide wire was removed and a visual inspection of the device was performed which noted a kink at different sections. Also, the spring tip was found stretched and kinked. Dimensional inspection was also performed and revealed that the overall length and the outer diameter of the distal tip could not be measured due to the device condition. All other outer diameter were taken and met specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10868. It was reported that a rotalink¿ plus burr became stuck on a rotawire. The target lesion was located in the very calcified circumflex artery. A 1.25mm rotalink¿ plus and a rotawire were selected to treat the target lesion. During the procedure, upon withdrawal of the burr in dynaglide mode, it was noted that the burr was stuck on the rotawire. The burr and wire were removed from the patient together. The procedure was completed with another of the same rotawire and a 1.50mm burr. No patient complications were reported and the patient's status was fine..